Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap and the cap was able to fully tighten. The battery compartment was cracked. There was one unexplainable pump reboot observed in the black box history. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was evidence of moisture contamination inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.